Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a regulatory authority (case# mw5039001) in united states on 15-jan-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that consumer started experiencing horrible abdominal pains. After a couple months, she saw her physician and was seen that the implants had actually migrated and she needed to have surgery to remove them and her tubes removed. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report received via regulatory authority, refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and after a couple months it was seen that the implants had migrated. This event, interpreted as device dislocation, is serious due medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the patient saw her physician a couple of months after insertion and it was seen that the implants had actually migrated and she needed to have surgery to remove the devices and her tubes. Although the exact mechanism and circumstances of this dislocation are not clear, given the nature of the event, it was assessed as related to essure use. Since an intervention was reported, the case is regarded as incident. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of sample return and any valid batch information).